Event description:
It was reported that the patient was having intermittent charging and extended ipg charging. It was also reported that the patient device decreased efficacy of the spinal cord stimulator (scs). The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted ipg will not be returned due to hospital facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.